Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that 66-year-old male patient from a different facility was on impella cp support for cardiomyopathy and required escalation to 5.5. It was reported that after the impella cp was removed, after 5.5 insertion, and perclose tightened, distal pulses were absent on doppler post closure. A decision was made to cut down and repair with a patch. The cutdown was successful and revascularization was achieved with dacron patch. The surgeon stated that perclose placed at outside facility was deployed in the posterior wall of the common femoral artery. The patient survived the procedure.

Manufacturer narrative:
Investigation summary: ppae ( vascular injury): the cause of the injury was not determined due to insufficient clinical details. Device history lot; device lot- 1978889. Device history batch; subcomponent lot- n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in e1(zip code extension) and e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.